Event description:
It was reported to philips that the wired footswitch was defective. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency cardiac arrhythmia (endovascular intervention and device implantation) treatment and the procedure was completed by using a wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was defective. During troubleshooting, the fse identified that the connection of foot switch was lost. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The defective part was returned for analysis and investigation indicated that the wired footswitch connector was defective. The codes were updated based on the investigation outcome.